Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
It was reported to philips that the device was noisy. The device was not in clinical use at the time of the event. This issue occurred when the device was powered on to test. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed the reported problem. The asp replaced the blower motor assembly to resolve the issue. The device passed testing and returned to full functionality.